Event description:
It was reported that the pump quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on temporary button usage and decided to replace the pump, which was under warranty. The customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using the provided pre-paid label within ten days.